Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that overall the therapy had helped with their bladder symptoms (incontinence and over active bladder) by 95%. Patient said that they used to have 5 or 6 accidents a day but they got it down to only 1 accident a day. Patient said they had been working with their healthcare provider (hcp) and manufacturing representative (rep) on finding the optimal setting for them and patient said they were in a phase where they would try a different program every 2 weeks. Patient said the last few days they had tried a new program and they went from only having 1 accident a day to having 2 or 3 incidents a day. The agent reviewed information about therapy and adjustments. Patient said they feel light stimulation and said they would increase stimulation a little bit and see if that helps with their symptoms. Patient said they fell and landed on their body in a way that they think may have effected the bladder and even since then they've had over active bladder symptoms and urinary incontinence. Patient also said they take water pills and have varicose veins.